Event description:
A ventilator was returned to the manufacturer's service center for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The manufacturer confirmed contamination to the oxygen blending module flow sensor assembly was observed. The device was scrapped.